Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.